Manufacturer narrative:
The application of rescue tape many times was reported under MFR # 2916596-2021-03161. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's driveline was entirely covered in rescue tape. The patient had rescue tape applied many different times while on support. The log file did not have any evidence of any type of percutaneous lead issue. A percutaneous lead repair was performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline was confirmed based on the evaluation of the returned driveline, as well as the submitted photograph. It was reported that the patient¿s driveline was entirely covered in rescue tape. A photograph was provided that showed that there was rescue tape along the patient¿s driveline. A specific cause for this damage could not be conclusively determined through this evaluation. The submitted log file contained data from 10apr2021 through 12may2021. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. A distal-end driveline replacement was performed on 13may2021 under work order 109543 and approximately 15¿ of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test. The pins of the metal connector were unremarkable. Clear rescue tape was observed throughout the length of the returned driveline segment. Removal of the tape showed that approximately 2¿ of the silicone layer was returned. No damage was observed on the returned silicone layer segment. Upon removal of the outer silicone jacket, the bionate layer had a dark discoloration, however, no damage was observed. The metal braided shield breakdown was consistent with the duration of use; however, several areas of more significant wear were noted. Examination of the wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was then submerged in a saline bath for high potential testing to check the resistance of each wire¿s insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Incidental findings: examination of the metal connector on the driveline revealed that the yellow alignment dash marking demonstrated partial wear. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains information on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic damage to the driveline was confirmed based on an onsite evaluation performed by an abbott representative, as well as the submitted photograph. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The pump appeared to be functioning as intended, remaining above the low speed limit for the duration of the file. The account later communicated that they did not have the tracking number for the driveline. The abbott representatives also double-checked for the driveline. There was no tracking number for the driveline, and they did not have the driveline in their possession. The location of the driveline could not be determined. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. The heartmate ii lvas patient handbook, rev. C. Is also currently available. This handbook also contains information on how to care for the driveline. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 20apr2017. No further information was provided. The manufacturer is closing the file on this event.